Event description:
Literature was reviewed regarding a 74-year-old male patient who underwent implant of a corevalve aortic bioprosthetic valve to treat aortic stenosis.  Following valve deployment and balloon aortic valvuloplasty the left main artery became occluded resulting in ca rdiogenic shock.  The patient was put on extracorporeal membrane oxygenation (ECMO) support and underwent successful single vessel coronary bypass with implant of a saphenous venous graft.  Twenty days post-implant procedure the patient was taken off ECMO and a no n-medtronic temporary ventricular support was utilized as a bridge to recovery.  Five days later the patient showed improved left ventricle function, and subsequently the ventricular support device was removed with no complications noted.  No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: harada et al.  Management of cardiogenic shock with impella in patient with transcatheter aortic valve.  Journal of cardiac failure. Volume 29, issue 4, april 2023, pages 581-582. Doi.org/10.1016/j.cardfail.2022.10.089. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.